Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with recurring incontinence and atrophy under the cuff. Upon explant, a crack was identified in the tubing proximal to the pump. No additional patient complications were reported.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with recurring incontinence and atrophy under the cuff. Upon explant, a crack was identified in the tubing proximal to the pump. No additional patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptoms are known risks associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.